Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The ventilator was not in use at the time of the reported event. A third party service engineer inspected the device and found the unit showing an alert for the battery test. The battery was inspected and was not found to be faulty. The battery was charged for ten hours and the ventilator was in working condition.

Event description:
It was reported that an 840 ventilator had a battery with low voltage. At this time, it is unknown if there was patient involvement.